Event description:
It was reported that the device was protruding from the incision two weeks after implant. It was noted that at implant, the wound was closed with steri-strips. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).